Manufacturer narrative:
The used company cartridge was returned. The cartridge pouch back lot # was also returned. The used company cartridge was microscopically examined. Viscoelastic was observed in the cartridge. The tip had damage on the left side (internal). The cartridge had evidence of placement into a handpiece. Top coat dye stain testing was conducted with acceptable results for the presence of top coat. Internal damage was observed with disruption in the coating on the left side of the tip. Two unopened 10-ccount company cartridge cartons were returned for the reported same lot #. One sample was pulled from each carton for evaluation purposes. The unopened company cartridge were numbered 1u and 2u for evaluation purposes. No particulate was observed inside the cartridge lumens. The company cartridges were functionally tested per the instructions for use (IFU). No lens or cartridge damage was observed after the lens deliveries. No foreign material was observed. The company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. A qualified lens model/diopter and handpiece were indicated. The viscoelastic indicated is not qualified. The root cause for the reported issue could not be determined. Based on the review of the returned used company cartridge, the reported "smudge" may have been internal coating material from the damaged company cartridge tip. Two of the unopened company cartridges returned for the reported lot were evaluated. No foreign material was observed. Functional and dye stain testing was conducted with the unopened samples with acceptable results. No lens or cartridge damage was observed after the lens deliveries. No foreign material was observed. A non-qualified viscoelastic was indicated. Per the instructions for use (IFU): the company intraocular lens delivery system is for implantation of qualified company foldable intraocular lenses. No unqualified lenses should be used with the company intraocular lens delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable intraocular lenses. Company foldable intraocular lenses are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the intraocular lens and potential complications during the implantation process. Follow the section regarding directions for use for information on the maximum allowed time for the intraocular lens to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in intraocular lens damage. Note: during lens loading and insertion, do not allow the company trifocal uv absorbing intraocular lens to remain in a folded condition within the selected intraocular lens delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: 2022-61258.

Event description:
A materials manager reported that during a cataract extraction with an intraocular lens (iol) implant procedure, they found smudged lens and it was removed by irrigation and aspiration. Additional information was requested, but further no information was available.